Event description:
It was reported a patient experienced a hernia coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). The month prior to receipt of this report, the hernia was surgically repaired on an unspecified date. It was reported the hernia was diagnosed ¿6 months ago¿ after the start of pd therapy. The hernia is located at the lower left quadrant of the abdomen. The cause of the hernia was unknown. At the time of this report, the patient was recovered from the hernia event. No additional information is available.

Manufacturer narrative:
(B)(4). A review of the device history review revealed no nonconformities, failures, rework or deviations that would cause or contribute to the reported problem. The cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. Should additional relevant information become available, a supplemental report will be submitted.